Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information provided to date after calls to end user 03/03/26 and 03/16/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.